Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor needle was broken. The customer¿s blood glucose was 121 mg/dl at the time of the incident. During troubleshooting, the customer indicated that the sensor cannula was not fractured while in the body. The customer also states there was blood at site and there was a difference between sensor glucose and blood glucose. Advised to return the needle hub assembly. The sensor will be returned for analysis.